Event description:
It was reported there was a warning on the atrial lead for low impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg), (B)(6) 2013; 4092 implantable pacing lead, (B)(6) 2004; 305025 implantable tissue valve, (B)(6) 2003. (B)(4).